Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) was revised and moved to another location. The patient did not know where they moved it to but it was moved. The indication for use included lumbar radiculopathy. Additional information has been requested to find out more information regarding this event. If additional information is received, a follow up report will be sent.